Event description:
The device was used during a whipple jejunostomy procedure. Reportedly, the staples did not form properly. The surgeon was able to complete the procedure with the instrument. The hosp has reported no pt injury occurred.